Event description:
14 tech-switch pencils were returned as defective. After sterilization the cautery buttons were sticking. They were used from 1 to 9 times. There were no injuries. Refer to MFR's reports 1720159-1999-00175 through -00188.